Manufacturer narrative:
Since the service visit, the customer has had no further issues. The investigation determined the service maintenance resolved the issue.

Manufacturer narrative:
The customer had recently adjusted (approximately (B)(6) 2021) the cuvette rinse level as they noticed it was only filling up half-way. On (B)(6) 2021 the field service engineer (fse) checked various instrument parts. The fse found that a rinse station was overflowing into nearby cuvettes; the fse adjusted the rinse level and replaced the gear pump. Calibration and qc were acceptable. A "reagent short" alarm was observed on the alarm trace data. The investigation is ongoing.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for creatinine plus ver.2 (crep2) on a cobas 8000 c 702 module. The initial result was 1917.5 umol/l. This result was reported outside of the laboratory. The repeat result was 57.1 umol/l. This result was believed to be correct. On (B)(6) 2021 patient 2 initial result was 165.1 umol/l. The repeat result was 78.3 umol/l. This result was believed to be correct. The crep2 reagent lot number was 555244 with an expiration date of 31-mar-2022.